Manufacturer narrative:
(B)(4) concomitant medical products: 00801804002 femoral head sterile product do not resterilize 12/14 taper 62326146, 00630506240 liner standard 3.5 mm offset 40 mm i.d. For use with 62 mm o.d. Shell unk, unk shell. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned femoral head shows dark debris on the head taper and also dings on the outer surface. Eds analysis of the dark debris indicated the elements c, o, p, ca, ti, cr, mn, co, and mo. X-rays also confirmed, there was radiolucencies at the mid-femoral stem metal-cone interfaces. An intraoperative picture of the stem taper was received, which shows dark debris on the taper. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip procedure > 3 months ago. Subsequently it was reported > 2 month ago that the patient had a high cobalt level. MRI showed a large pseudo tumor approx 11.8 cm in size, filled with fluid. Pseudo tumor was removed. Liner was removed and damaged on removal. Metallosis, corrosion and radiolucency were also noted.